Event description:
It was reported by the surgeon that two weeks post-op, the patient presented with a csf leak and a revision surgery was performed. No information surrounding initial surgery (date of initial surgery not provided). The patient was admitted to the hospital from on (B)(6) 2024 due complications directly related to the duramatrix suturable product. During the revision surgery the surgeon found the patch was completely disintegrated. The patient now has ventriculoperitoneal (vp) shunt. Discharged with follow up on (B)(6) 2024 for sedated brain MRI and suture removal. Adherus was also used during the procedure (lot no. 11235216) but it is unclear if it was used during the initial surgery or the revision surgery. Adherus is a dural sealant and is not manufactured by collagen matrix, inc. The exact date of the revision surgery was not provided. No further information provided on patient status or patient outcome.

Manufacturer narrative:
The original reported event date of 05/23/2024 is unclear as it was not specified whether this was the initial surgery or the revision surgery date.

Manufacturer narrative:
Quality control testing on reserve samples confirmed that the product met acceptance criteria for visual inspection, thermal transition temperature and suture pull out strength testing.

Event description:
It was reported by the surgeon that two weeks pot-op, the patient presented with a csf leak and a revision surgery was performed. During the revision surgery the surgeon found the patch was completely disintegrated. No issues on adverse events reported after revision surgery. The exact date of the revision surgery was not provided. No further information provided on patient status or patient outcome.